Event description:
It was reported that the customer experienced high blood glucose level. Customer's blood glucose level at the time of incident was 24.9 mmol/l. Customer's current blood glucose level reported was 11.1 mmol/l. Customer alleged that the insulin pump was under delivering insulin because of auto mode not on. Customer treated high blood glucose level with insulin pump. Customer had been using the insulin pump system within 48 hours of reported event. Auto mode feature was not activated at the time of high blood glucose event. Customer was assisted with troubleshooting. The insulin pump will not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.